Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misue/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by russia that during service and evaluation, it was observed that the compact air drive device motor was seized, blocked and rough running. It was further noted that the device failed safety for soft mode switch function (safety system) and triggers for forward/reverse mode. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.